Manufacturer narrative:
Based on supplier investigation, the device history record could not be reviewed as lot number was not provided. Supplier records were reviewed, and no abnormalities were found. There was no sample available for investigation. According to supplier, or towel is made of cotton, so cotton fiber is born. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process, and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer. The complaint information was shared with the relevant sectors for their awareness. No action will be taken at this time. The supplier will continue to monitor trends for this type of incident.

Event description:
Customer reported an abundance of shedding of the blue cotton or towels, pwtb04-stm, from the heart cath pack, san21hcnsc. No injury was reported. No further information, clinical data, or patient demographics were provided when requested.